Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment of the device displaying an overheating message, however was able to confirm the customer comment of a noisy system fan, which was then replaced. The customer comment of sluggish performance was also confirmed; the hard drive was reconfigured, and the software was reloaded and updated. The left keyboard hinge was broken; the keyboard hinge was replaced. The device passed final functional and system tests.

Event description:
It was reported that the programmer had a message that it was overheating, and fan noise was noted. It was also reported that the programmer had slow operation. The programmer has been returned to service. There was no patient involvement.